Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously depressed (below the measuring interval) creatinine_2 (crea_2) results obtained on an atellica ch 930 analyzer. Siemens is investigating the event.

Event description:
The customer reported to siemens they obtained erroneously depressed (below the measuring interval) creatinine_2 (crea_2) patient sample results on an atellica ch 930 analyzer. The erroneously depressed patient. Results were not reported to the physician(s). The same samples were reprocessed on an alternate atellica ch 930 analyzer. Higher results obtained, considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed creatinine_2 (crea_2) results.

Manufacturer narrative:
Additional information (05-jun-2025): siemens service operations support (sos) concluded the investigation of the event. Sos reviewed the information provided by the customer and the data from the instrument. No reagent or instrument issues were identified. The customer ran quality control (qc) after processing the samples, which was out of range, low. Review of the calibration data showed low recovery for the calibrator. Calibration was performed as a standard troubleshooting procedure. Qc recovery was within the customer¿s expected ranges after the new calibration. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. In section h6, the investigation finding and investigation conclusion codes were updated. Initial MDR 2432235-2025-00135 was filed on 20-may-2025.